Manufacturer narrative:
(B)(4)

Event description:
This lead was explanted and replaced due to dislodgement. There was tissue stuck to the helix, so the decision was to use a new lead. It was replaced with the same model. No adverse patient side effects were reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection revealed approx. 15 cm distal to the is-1 connector pin in the region of the suture sleeve deformations of the outer conductor coil. Based on the characteristics, it is reasonable to assume that these deformations resulted from a tight suture. At this position the lead body was found squeezed. With regard to the issue mentioned in the complaint description, the analysis of the lead showed tissue and residuals of coagulated blood on the fixation helix. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.